Event description:
While pt was being prepared to transfer from bed to a chair, he started coughing. The pt became pulseless and unresponsive. A code was initiated and the pt was revived. The line to the cordis was noted to be disconnected.